Event description:
Analysis was completed for the returned generator. The pulse generator diagnostics were as expected for the programmed parameters. The device output signal was monitored for more than 24 hours, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the output signal and the device provided the expected level of output current for the entire monitoring period. The generator performed according to functional specifications. Electrical evaluation showed that the device performed according to functional specifications. The battery measured 2.981 volts and was not depleted. The downloaded data revealed that 78.276% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator. Analysis was completed for the returned lead. Note that the majority of the lead assembly including the electrodes was not returned for analysis. Therefore a complete evaluation could not be performed on the entire lead product. The returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The set screw marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. There is no evidence to suggest an anomaly with the returned portion of the device.

Event description:
The explanted devices were received. Analysis is underway, but has not been completed to-date.

Event description:
It was reported that a vns patient had passed away due to sudep. It was reported the patient was under attempts to resuscitate for 40 minutes. The patient was on life support but the family elected to remove it, and the patient expired afterwards. The funeral home explanted the device, and plans to return the generator to the manufacturer. The explanted device has not been received by the manufacturer to-date. Additional relevant information has not been received to-date.